Event description:
It was reported that the insulin pump alarmed motor error during prime. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.